Manufacturer narrative:
Evaluation summary: one device sample was returned for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection of the disposable device revealed that the dissector had a cracked waveguide. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and crack. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the waveguide was excessively torqued to the side during use causing it to come in contact with the clamping jaw while the device was activated. This contact caused the waveguide to crack. The investigation identified the root cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The IFU advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominoperineal resection and laparoscopy, the device's red indicator illuminated a few times during activation, while working on the mesorectum. The jaws were cleaned, but the status was same. There were staples that remained during the previous hartmann's operation and it is unknown if the device hit the staples. No information. Medtronic's initial evaluation of the incident, disposable device revealed that the dissector had a cracked waveguide.